Event description:
It was reported that the patient was readmitted for sustained ventricular arrhythmia which needed direct-current cardioversion or defibrillation. The patient was discharged on (B)(6) 2022. There was no causal relation to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.